Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the previously deployed stent edge and/or interaction with the heavily calcified, moderately torturous anatomy resulted in compromising the balloon; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification and moderate tortuosity in right coronary artery (rca). A non-abbott stent was implanted. Post dilatation was performed using a 3.75 x 8 mm nc trek balloon, but the balloon ruptured during the first inflation at 8 atmospheres. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.